Event description:
Additional information from the health care professional noted that the patient reported the device had never been helpful. She had no change in urinary symptoms. She turned the device off and had no increase in urinary symptoms. The cause of the ineffective device was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889, product type: lead. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
A healthcare provider reported that a device was explanted due to MRI. It was later reported that the device was explanted as "device ineffective" and the lead was no longer needed as the device set was ineffective. The patient's indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. No event context, symptoms, troubleshooting, potential event cause, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.